Manufacturer narrative:
The manufacturer is attempting to obtain more information regarding this event, including the serial number of the suspect device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was explanted from the pt due to suspected thrombus. No additional information was provided.